Manufacturer narrative:
The mask was discarded by the hospital staff and is not available for investigation. An engineering investigation was performed on multiple cannula samples from reserve lots. The investigation determined that all cannulas were functioning as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a hospital patient using an acucare mask required medical intervention when a piece of the nasal cannula broke off. The mask was delivering oxygen at the time of the fault. There was no patient injury reported as a result of this incident.